Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The pt's device will remain implanted. The pt is a non-user. The pt's opposite ear will be implanted with another cochlear device. This is the final report.

Event description:
The pt reportedly experiences fascialis stimulation. A CT scan revealed that the electrode has a tip fold over. The pt reportedly no longer receives any benefit from his implant.